Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. And the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Reportedly, customer continued to use the pump for insulin delivery. Customer's blood glucose was 126-127 mg/dl.